Event description:
Overdelivery reported during routine preventative maintenance by the user facility biomed engineer. The pump was removed from clinical svc for scheduled testing. There was no pt event reported prior to testing. There was no add'l info available.